Event description:
Initial info received on (B)(6) 2011 from a reconstructive and plastic surgeon via company medical rep. A (B)(6) female pt with no medical history of immunologic disease nor vascular collagenosis received on (B)(6) 2010 subcutaneous injections of poly-l-lactic acid (sculptra) batch a8028 expiration date 01 nov 2010 for volumetry. Site of injections was mentioned as upper part of naso labial fold near the nostrils and malar region. Technic of injections included reconstitution with 4 cm3 of water for injection plus 1 cm3 of lidocaine 1% and adrenaline/hydration time frame 24 hours. Subcutaneous injection deposit technic was performed. Local massage was performed during the injections then followed by the pt. In (B)(6) 2011, apparition of 6 injections sites nodules palpable, painful, size more than 1 cm was observed. First signs were the apparition of oedema. These were not visible. No biopsy was performed. Presence of inflammation signs on all the lesions was observed. No signs of systemic disease and permanent alteration of body structure was reported. Corrective treatment included corticoids unspecified per os for 8 days. Then 1 month later, injectable slow release corticoids in the 3 module that persisted. No surgery was performed. She recovered from event of injection site nodules in (B)(6) 2012. No concomitant and past drugs were reported excepted lidocaine and adrenaline.

Manufacturer narrative:
Additional info received on (B)(4) 2012; no conclusion possible due to no complaint sample sent. Seriousness criteria: required intervention (device ptc). An associated pharmaceutical technical complaint (ptc) case has been created under reference (B)(4). Results of pharmaceutical technical complaint (B)(4) received on (B)(4) 2012. An investigation has been performed and the results are discussed here as follows: since neither batch number nor exact injections dates were indicated, the documentation relevant to all the sculptra batches available on the (B)(4) market since 2009 up to the end of 2010 was re-controlled. For each batch, both semi-finished and finished (packaging) documentations have been re-checked and no anomalies linked to the event described have been picked out. The verified batches were: batch a7016, batch a7017, batch a7018, batch a7020, batch a7021, batch a7022, batch a7023, batch a8024, batch a8025, batch a8026, batch a8027, batch a8028, batch a9029, batch a9030, batch a9032, batch a9033, batch a0034, batch a0035, batch a0036, batch a0037, batch a0038, batch a0039. The analysis certificate at the release step of all the batches listed above has been re-checked and all the results were conforming to specifications. We reserve to close this complaint as no conclusion possible for the lack of an important element of eval that is the complaint sample. Conclusion: no investigation possible. Additional info was received on (B)(4) 2012. Pt demography (height and weight), event onset date, event recovery date, clinical course, seriousness criteria, corrective treatment, sculptra therapy dates and narrative updated.